Event description:
Two cross-plane wedge inserts on a kd2 mevatron were switched. The inserts identify the wedge for the console software.

Event description:
The upgrade instructions included a verification step that was not performed by the hosp prior to using the two cross-plan wedges. The wedges were initially isolated from use, but were placed in service without verification.